Manufacturer narrative:
Field correction: 1627487-12192011-003-r. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was experiencing pain and positional over-stimulation at her scs ipg site while using stimulation. The pt was advised to turn off the scs system. It was also stated the pt has lost weight and ipg site is tender. However, x-rays revealed no anomalies. Surgical intervention will be taken at a later date to address the issue.